Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 465 mg/dl. Customer was treated with insulin pen. Customer experienced blood glucose level of 400, 249, 228 and 380 mg/dl. Customer was not using auto mode. Customer did not allege insulin pump for under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. (B)(4).